Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to the orientation of the knee components, third body wear, and/or patient related conditions which led to wear of the tibial insert. Additionally, a contributing factor may have been being packaged in a nonconforming vacuum bag for more than five years before being implanted. However, this cannot be confirmed because the component was not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3.5 years postop her right tka, this (B)(6) y/o overweight female was scheduled for a revision due to the poly insert was worn. Surgeon removed and replaced the 11+ insert and implanted a 17mm crc insert in its place. Outcome is unknown at this point. The device will be returned for evaluation.